Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation of a tissue expander.

Event description:
Healthcare professional reported "deflation". This record is for unknown side. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02may2024.

Event description:
Healthcare professional reported unknown side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Healthcare professional reported "deflation". This record is for unknown side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two opening assessed, as surgical damage. No additional observation. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, "deflation". This record is for unknown side. Device was explanted.